Event description:
Info received through unrelated event report on this same pt that approx 1 year ago the pt had an intrathecal catheter break with the distal portion of the catheter being unretrievable. No further info on this pt or event is available. Pt developed gradual onset over 3 months of progressive leg numbness, saddle distribution numbness and difficulty with bladder control. Tests were conducted (see notes b6). The diagnosis was determined to be an inflammatory archnoiditis but no definitive conclusions was provided re the cause of the condition. It was recommended that the infusion pump and catheter be removed in hopes that the symptoms would resolve.